Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that there was an insulin leakage noted when an infusion set was used by a patient with diabetes (pwd). The infusion site was adhered but moist, and upon removal, the site was saturated. There was no patient harm reported.